Event description:
During the coronary procedure, the products (638mf0407, 638cf0510/ 13471492, & 637cf0609/ 13471228) stretched inside of the patient. The coils are still inside of the patient. The patient is doing well. The coils stretched during insertion, placement, and withdrawal from the aneurysm. The target site was the acom artery with a saccular aneurysm. Balloon remodeling was not utilized for the procedure. An adequate continuous flush was maintained through the (mc) microcatheter at all times, and the mc was not reshaped. There was no resistance at any time during advancement of the coil through the mc. The event occurred during coiling of the aneurysm. The event occurred during insertion through the microcatheter prior to exiting the mc (non-cordis-sl10), however, the same microcatheter was utilized to complete the procedure. No damages were noted on the microcatheter. Other than the reported event, no other damages were noticed with any other section of the device. All the coils remain implanted.

Manufacturer narrative:
This is one of three products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00180 and 1058196-2010-00181. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Corrected data: please note that the initial report contained conflicting information regarding the target site, but unfortunately the correct target site could not be confirmed since no further information was obtained from the account. During treatment of a saccular anterior communicating artery three orbit coils stretched (637cf0609, 638cf0510, 638mf0407). It was indicated that the full stretch of the coils occurred during insertion/placement/withdrawal from the aneurysm. The coils were implanted and remain in the patient and it was reported that the patient is doing well. The target vessel/aneurysm characteristics and size are not known. An adequate continuous flush was maintained at all times through the non-cordis sl-10 microcatheters. There was no resistance at any time during coil advancement through the microcatheter and the same microcatheter was used to complete the procedure. The lot number associated with the 638mf0407 coil is not known; therefore a device history record review cannot be completed. With investigative efforts, no information has been obtained regarding the final position of the stretched coils, or information regarding procedural factors during the placement of the coils prior to the reported stretching. It is not known if possible factors that may contribute to coil stretching as outlined in the instructions for use such as resistance during manipulation, additional force for positioning, or repositioning the microcatheter over the deployed/partially deployed coil may have occurred during the procedure. Based on the available information, no assessment of possible contributing factors or root cause of the reported stretched coils can be made. Therefore, no corrective actions will be taken at this time. This one of three products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00179, 1058196-2010-00180 and 1058196-2010-00181.